Manufacturer narrative:
Investigation results: we performed a comprehensive repair analysis of this product which included an attempt to reproduce the reported discrepancy. The log shows a low battery warning which eventually turns into a very low battery warning while showing a system error 75 and a system error 123. There alarms are consistent with a device not having been plugged into an appropriate power source, producing an unexpected shut down. The reported complaint was not duplicated. Action taken: the pump was tested for a minimum of 96 hours with the wireless active which resulted in no system error 75 or system error 123. The key panel functioned properly throughout the testing as well as the backup alarm.

Event description:
Pumps that were running on patients were found by nurses to be off, no alarms triggered.